Manufacturer narrative:
(B)(4). An investigation was carried out into this complaint. On 2017-may-12 arjohuntleigh has become aware of a customer complaint where it was reported that during resident transfer from a bed to a wheelchair utilizing maxi move passive floor lift, when the nursing staff were operating the device spreader bar to reposition the resident from a reclined to a seating position, the resident slipped out of the sling and fell to the floor. The resident landed across the leg of the hoist. After the incident, the resident has been admitted to hospital with a reported fracture and skin tear. When reviewing similar reportable events, we have found a number of cases with similar fault description (slid out of sling). If compared to the number of sold devices and in comparison to their daily usage, the occurrence rate for reportable complaints claiming this failure mode is considered to be low. The lift as well as the sling involved with this incident was inspected by arjohuntleigh representative. Both items were found in good condition with no signs of any deterioration or damage. All the lift's functions were operating as intended. Based on these facts, it is concluded that the device did not fail to meet its specification. Based on product knowledge, review of previous complaints as well as from performed simulations there is no possibility of a person to slide out of the sling during on-label use of the device. There are few factors that could contribute to a person sliding out from the sling, as following: a sling being used that is of a very inappropriate size (several sizes off). An obvious wrong application of the sling (e.g.: sling used upside down, wrong type of the sling used, wrong position of the resident/patient arms). A sling clip detaching or not being attached to the lift device before starting the transfer. Unfortunately, we have not received any patient details to confirm or deny if the xl-size sling was an appropriate one for the resident. On the other hand, we have been informed that the facility is checking out the sling attachment procedure they follow to ascertain if there are any problems or deficiencies on their side that should be addressed. Please note that the sling instruction for use contains the following warnings in order to diminish possibility of patient slipping out of the sling or any other misuse: "warning: to avoid injury always read this instruction for use and accompanied documents before using the product. Mandatory to read the instruction for use." "Warning to avoid the resident from falling, make sure to select the correct sling size according to the IFU". "Warning to avoid injury to the resident, pay close attention when lowering or adjusting the spreader bar." "Warning to avoid the resident form falling, make sure that the sling attachments are attached securely before and during the lifting process." From this evaluation, it would appear most likely that the event was caused by the user not following the IFU, due to lack of awareness of the IFU contents. We find the cause to be related with lack or insufficient training. Depending on the further customer needs in terms of offering additional training on sling attachment procedure, arjohuntleigh could suggest reminding the staff involved of the device labelling, with special attention to correct lifting procedure. Looking at the incident scenario, it is found the device was being used for patient handling when the event occurred and it was also directly involved with the reportable incident as the patient slipped out of sling during transfer and sustained a serious injury - fracture. The device was up to its specification at the time of the incident as no malfunction was detected during inspection after the event occurred.

Event description:
It was reported that during resident transfer from a bed to a wheelchair utilizing maxi move passive floor lift, when the nursing staff were operating to reposition the resident from a reclined to a seating position, the resident slipped out of the sling and fell to the floor. The resident landed across the leg of the hoist. After the incident, the resident has been admitted to hospital with a reported fracture and skin tear.